Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line, which was not reproduced during evaluation. The event history log review was performed and found multiple events of "air-in-line" alarms. Evaluation determined the cause to be an out of specification ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345, which was not reproduced during evaluation. The event history log review was performed and found multiple events of system error 345 alarms. Evaluation determined the cause to be a failed upstream thermistor. The upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm and a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.